Event description:
It was reported that the pump screen was dark and would not turn on. Customer¿s blood glucose level was 436 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.